Manufacturer narrative:
To date, the consumer has not responded to our requests for add'l info. We will continue to reach out to her to be able to conduct and finalize the complaint investigation. A supplementary report will be submitted whenever we receive add'l info from the consumer.

Event description:
Consumer claims to have rec'd burns by a heating pad which also caused damage to her clothing and blanket.